Event description:
Reporter stated that facility experienced one incident of an overinfusion as a result of the roller clamp not properly adjusting a gravity infusion rate. Reporter stated that the roller clamp of the set felt like it did not have "deep grooves" like the other sets. It was revealed that during an infusion of a rheumatoid therapy, "remicade", the roller clamp was used to adjust the infusion rate and this is when the roller clamp felt "smooth", preventing tubing compression. It was reported that within 10 minutes, patient received 2 hours worth of therapy. Reporter confirmed that there was no medical intervention needed and that patient experienced no adverse event as a result of this report.